Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer delivered a bolus that was too large, and experienced a blood glucose (bg) level of 38 mg/dl. To treat the low bg level, the customer consumed juice, peanut butter, and crackers. Recommendation was made to consult with health care provider regarding diabetes management.